Event description:
On (B)(6) 2010, patient reported a blood glucose of 328 mg/dl on (B)(6) 2010 and this morning. Patient stated her blood glucose currently is in the 360's mg/dl. Patient's normal blood glucose range is 100-120 mg/dl. Patient reported insulin is leaking at the infusion site. Patient stated that she noticed the leak because her pajamas were wet. Patient reported she is not sure if she heard a click or not. Patient is inserting the infusion set manually. Patient stated she cannot use her stomach now because the tubing on the infusion set is not long enough. Patient reported she just removed the infusion set and noticed the cannula was bent. Patient stated she does not know how to use the insertion assist plus device. Submitted a request for additional training. Patient reported she did not receive any error messages. Patient stated she has not changed the infusion adapter for a while; is not sure how long it has been. Patient stated she changed the insulin cartridge and the infusion set; was able to place the infusion device back in the run mode. Attempts to follow up with the patient were unsuccessful. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.